Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had button anomaly and buttons pressed may be delayed or fail to respond if pressing too rapidly on buttons. Customer reported that the button was not unresponsive during an easy bolus attempt and insulin pump was neither dropped nor exposed to moisture. Customer said that he tried changing the batteries before and this still happened intermittently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector on lcd is locked properly and no moisture damage on electronic assembly during visual inspection noted. (B)(4).